Manufacturer narrative:
The device was received for evaluation. During functional testing, a system error 345 was reproduced. The downstream thermistor was out of specification. A review of the event history log revealed 'system error 345' messages. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be the failure of downstream thermistor. The force sensor requires replacement for precautionary measures. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had alarmed system error 345 (thermistor disparity) during an unspecified process step. There was no patient involvement. No additional information is available.